Event description:
Boston scientific received information that the right ventricular (rv) lead had high pacing impedances due to a suspected fracture. Through visual observation the physician concluded the lead was fractured. It was reported that the patient was not pacemaker dependent. Subsequently, the patient underwent a revision procedure. The lead will not be returned. A new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.